Manufacturer narrative:
Device was inspected, bed exit functionality verified and all were found conform to specifications.

Event description:
While at establishment for bed exit system verification on a ook snow medical bed, service technician from the manufacturer was informed of a patient fall that occured weeks before the service visit. Site confirmed there were no injury but not further details could be confirmed.